Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer's mother felt that the insulin pump was delivering on its own. Prior to the event, the customer's mother gave the customer glucose tablets, but they did not help. The mother stated that there are boluses in the bolus history that she did not program. Advised that the insulin pump would be replaced. Nothing further was reported.